Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient's hospitalization was not related to the device or therapy; it was due to the patient having covid and the flu. The patient also did not know what was wrong with the device and how they fixed it.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine and bupivacaine via an implantable pump. The indications for use was spinal pain. It was reported that the patient was in the hospital and the pump was "turned off". The patient was now going to be managed by pentec. They were no longer writing the script and the managing physician is unknown. The purpose of the call was to send a manufacturer representative to the patient. The manufacturer's technical services specialist (tss) asked what was meant by the pump was turned off and the healthcare provider (hcp) stated that the patient just felt like the pump is not working but no other details were known. Tss reviewed the rep could not see a patient without hcp present when there was possible troubleshooting or therapy changes required. The patient would be referred to go to ER to have the pump interrogated as they cannot get to the office.